Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (power issue) issue. It was alleged the battery could not be removed from the pump after a battery life alarm. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.